Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Correction:

Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with tests results of 58 and 61mg/dl. The expected fasting blood glucose test result range is 70-80mg/dl. The customer did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. Test strip lot manufacturer's expiration date is 04/23/2019 and open vial date is 10/30/2018. The meter memory was reviewed for previous test result history: result 1:123mg/dl date:(B)(6) time:1:53pm fasting, result 2:61mg/dl date:(B)(6) time:1:51pm fasting, result 3:108mg/dl date:(B)(6) time:2:00am fasting, result 4:126mg/dl date:(B)(6) time:10:17pm unknown, result 5:58mg/dl date:(B)(6) time:1:53pm fasting.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(bathroom). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with tests results of 58 and 61mg/dl. The expected fasting blood glucose test result range is 70-80mg/dl. The customer did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. Test strip lot manufacturer's expiration date is 04/23/2019, and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history:(B)(6).